Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that, "this case was ruptured and the vessel was tortuous. The patient died within a week after the surgery."

Event description:
Additional information received. It was clarified that "this case was ruptured" is that the case was a ruptured aneurysm case. The patient died 3 to 5 days after the operation. The cause of the patient¿s death may be related to ischemic stroke. The patient¿s death was related to the ped device. The patient was under a single antiplatelet at first. After putting the second ped then ticagrelor was injected.

Manufacturer narrative:
B5: additional information added to event summary. H6: coding updated based on additional information received. H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report of a pipeline that failure to open, as well as, a non-serious injury of reduced blood flow. The patient was undergoing surgery for treatment of a saccular, ruptured aneurysm located in the distal internal carotid artery with a max diameter of 3mm and a 4mm neck diameter. It was noted the patient's vessel tortuosity was severe. The landing zone (artery size) was 6mm distal and 8mm proximal. The described patient symptoms or complications associated with this event as tortuous vessel. Dapt (dual antiplatelet treatment) was not administered. The angiographic result post procedure was, "no large vessel occluded but the aca was slower." It was reported that during the ruptured aneurysm case, the first stent was successfully deployed, however, the vessel were very tortuous. When it came to the 4x12 ped2, the distal opening was not successful even half of the stent was unsheathed. The physician tried to resheath the stent all the way to the tip coil to get rid of the ptfe sleeve but it stuck at the distal marker. After a few more tries, the physician could not be sure that the distal part of the stent can open. So the physician decided to take it out and put a 4x14 instead. The dsa after taking out the stent shown that there were clot formed on the distal landing zone of the stent. Aspiration was attempted but not successful so 4x14 was directly placed. It was successful and the vessel was canulated, however, it was slower than pre-operation. The pipeline was positioned in a bend in the middle part. More than 50% of the pipeline had been deployed when it failed to open. The pipeline resheathed was less than or equal to 2 times. No additional steps or other devices were required to open the pipeline. The pipeline was resheathed and removed with the microcatheter from the patient. The pipeline was not used for any indication that is not approved (off-label). The pipeline and anyaccessory devices prepared as indicated in the IFU. Ancillary devices include a benchmark guide catheter, a phenom 27 microcatheter, and a traxcess guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.